Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the water tightness was lost due to damage on channel tube and deformation of upward/downward knob, the image had a black dot and linear scratches due to damage on the charged coupled device, light guide lens had a scratch, plastic distal end cover had a scratch, adhesive on bending section cover was detached, connecting tube had a dent and a wrinkle, bending angle in down direction did not meet the standard value due to wear of angle wire, grip had a scratch, suction cover had a scratch, right/left and upward/downward knobs had a scratch, protector of universal cord on suction connector side was damaged, universal cord had a scratch, suction connector has a scratch and was shaved, and the guide pin of electrical connector was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the duodenovideoscope elevator wire was completely cut off. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, it was found that the light guide lens had a stain. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The humidity invaded the lg-lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.